Manufacturer narrative:
Device evaluation summary: the device was returned to mentor without fluid inside. No foreign material was observed within the device or on the shell surface. Upon initial inspection, the device appeared completely intact. No other anomalies were discovered. Because no anomalies were found with the device, the product evaluation team has concluded that the capsular contracture is the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices, and is referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: mentor siltex contour profile high 350cc saline breast implant, catalog # 3542712, lot # 197165. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) -year-old female patient underwent primary breast augmentation with two mentor siltex contour profile high 350cc saline breast prostheses and experienced bilateral capsular contracture (baker grade IV) after implantation. Additionally, the device on the patient¿s right side deflated. As a result, the patient underwent bilateral explantation on (B)(6) 2018. Multiple attempts have been made to obtain additional information regarding this event, but none has been made available. This report addresses the left, undeflated device.

Manufacturer narrative:
On (B)(6) 2018, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. On (B)(6) 2018, the device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).